Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their up arrow button was too sensitive. Customer's blood glucose was 38 mg/dl. Customer treated their blood glucose with juice. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up arrow button dome switch. The insulin pump passed the functional testing. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.